Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7072310.

Event description:
It was reported that the patient had inadequate stimulation. Imaging was taken and confirmed that one of the leads migrated. The patient underwent a revision procedure wherein one lead was repositioned to provide better coverage. The patient was doing well postoperatively. The device remains implanted.